Event description:
Customer reports that she obtained results of 427mg/dl and 135 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event report and no treatment received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.